Event description:
It was reported that the device stopped firing mid use and would not reload.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned in a customer provided ipack medical packaging. The rotation tab was bent and the first clip was out of position in the channel. A broken hook was also observed in the channel. The top jaw appears pushed into the outer tube. This is an indication that the device was used to pry something or was pushed against something that caused the observed damage. Reference file anp1900072238 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. It was observed that the jaw spring was disengaged from the bottom jaw. The sample was disassembled in order to inspect the internal components. It was found that both jaws were bent. The jaw spring was also slightly bent on the side where it connects to the top jaw. The pivot holes for the jaws in the channel were deformed. The top jaw was disengaged from the pivot holes. The clips were also out of position and stacking on one another in the channel. The sample was received with 7 clips remaining in the channel, indicating that the end user fired 8 clips. The damage to the top jaw prevented the clips from loading properly. The top jaw being pushed into the outer tube is an indication that the device was used to pry something or was pushed against something causing the observed damages. It is unlikely that the clip stacking caused the observed damages. After the jaws became bent, the jaw spring bent and became disengaged. The device would be unable to load clips properly in this condition. If a clip misloads and is not manually cleared prior to loading another clip, the clips can be held up in the loading sequence and stack on one another in the channel. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Reference file anp1900072238 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "misfire" was confirmed based upon the sample received. The sample was returned with its rotation tab bent and the first clip out of position in the channel. A broken hook was also found in the channel. The top jaw appeared pushed into the outer tube. The top jaw being pushed into the outer tube is an indication that the device was used to pry something or was pushed against something that caused the damage. Functional testing could not be performed based on the condition of the returned device. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1900031 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device stopped firing mid use and would not reload.